Event description:
During treatment of a lesion in the sfa, an attempt was made to exchange the 6f sheath for a 7f sheath over the bmw guide wire. Insertion of the 7f sheath into the femoral artery was difficult, in part due to the patient's size, and in the process, the guide wire separated in two. An incision was made in the groin and the distal segment of the guide wire was successfully retrieved.